Event description:
It was reported that the housing for cartridges was worn. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting by technical support and being out of warranty, is in the process of obtaining a new device.